Event description:
A customer reported a malfunction alarm with the equipment displaying a specific malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer technical support guided the customer through resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and was instructed to call back if the malfunction occurred again. The customer expressed understanding of these instructions.